Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, right ventricular pacing, and sensing functions were tested. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. Laboratory analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
Boston scientific received information that at the device change out procedure for normal battery depletion, another manufacturer's right atrial (ra) lead atrial lead exhibited a pacing impedance measurement of 1100 ohms with a pacing system analyzer (psa). However once the ra lead was connected to the device it exhibited noise, thus the lead was electrically abandoned and the device was reprogrammed to pace and sense in the ventricle only. During testing one day post implant the ra lead exhibited impedance measurements of greater than 3000 ohms. Thus the device was left programmed to pace and sense in the ventricle and not in the atrium. The device was explanted over six and a half years later for reported normal battery depletion and returned for analysis.

Manufacturer narrative:
(B)(4). The product has been received for analysis. This report will be updated upon completion of analysis.